Event description:
Communication from patient stating that when she mixed her cassette yesterday (B)(6) 2022) and tried to hook it to her pump, it gave "no disposable alarm" on both pumps. She then mixed a new cassette and was able to successfully hook it to her pump and continue her infusion. No side effects or disruption in therapy due to the defective cassette. Lot number: 4315908, expiration date not provided. Confirmed this is part of open recall and patient has 7 additional cassettes in her possession with this same lot number. Patient will quarantine affected cassettes, and pharmacy will send a return box along with replacement cassettes. Patient still has 14 additional cassettes unaffected by the recall she can use. No further information provided. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - no. Is the actual device available for investigation? - yes. Did we replace the device? ¿ yes. Reported to (B)(6) by: patient caregiver.